Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported that the transmitter was not functioning due to physical damage caused by lightening storm. The transmitter would not power up, when inspected the prongs black burnt debris was noted on the inside. No additional information was available. The transmitter would be replaced.